Manufacturer narrative:
It should be noted: according to the complaint the medical event occurred the day after the call was placed to customer service. An attempt was made to clarify the date the medical event occurred, but thus far has been unsuccessful. This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The port issue was confirmed. The meter was disassembled and a raised pin (#6) was observed in the strip port. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, if one of the pins is bent or raised, the test will not be conducted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This issue is currently tracked and trended. No specific cause of pin damage has been identified for this complaint. This is a final report.

Event description:
Customer reported that on (B) (6) 2010, he was unable to test his glucose due to a port issue and subsequently experienced tremulousness and profuse diaphoresis. Customer self-administered a glucagon injection, which he noted was a change to his normal diabetes treatment regimen. There was no report of death or permanent injury associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 45.07 months. 05/20/2010 (through follow-up with the health-care provider), a response was received. Per the operative report of (B) (6) 2010: findings: the aortic valve prosthesis was without obvious endocarditis. Subvalvular membrane was noted and was creating an obstruction to the left ventricular outflow tract, as well as mitral valve endocarditis of the posterior leaflet, with abscess posteriorly and along the calcifications that extended deep into the annulus and into the lv muscle. The left main orrifice was closed to the new mitral valve, and it was felt best to bypass the lad. There was severe lvh. Due to these reasons, the decision was made to replace the aortic valve.